Event description:
It was reported that the tip of the device was missing at the user facility. Although requested, no further information was provided by the user facility.

Manufacturer narrative:
The reported event that the distal end is missing was confirmed by the complaint specialist. All 2.7 mm suction tubes are very delicate instruments and are susceptible to bending due to the small diameter of the tube and should be handled with special care. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that the tip of the device was missing at the user facility. Although requested, no further information was provided by the user facility.